Event description:
During an in-clinic follow-up, a loss of capture and oversensing were noted on the right ventricular (rv) lead. An rv lead dislodgement due to a device migration was suspected to be the cause of the electrical anomalies. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.